Manufacturer narrative:
Correction: although blurred vision was indicated as a patient code, the verbiage requires clarification. In initial report, it states the patient had no complaints, however, the patient¿s complaint was of blurred vision. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Correction: in initial report, the manufacturer date provided was inadvertently reported as 7/31/2007, however the correct date is 08/28/2007 all pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vising correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with blurred vision on the right eye post treatment. An oral steroid was prescribed (prednisone). The topical steroid dosage was increased and a flap lift and rinse was performed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. Patient is being monitored. Pre-op bcva from (B)(6) 2019: right eye pre-op 20/20 -3.00 x .00 x 90. Left eye pre-op 20/20 -3.00 x .00 x 90.